Event description:
No injury to patient at this time. After the vbx stent was deployed, md was pulling the stent out of the patient over the wire when the vbx port broke off from the catheter. The md was able to pull out the rest of the stent catheter.